Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The (B)(6) male patient received 5 cypher stents in the first diagonal. The target lesion was de novo, tortuous, and classified as type c. Lesion length was 30mm. The email received for (B)(4) study indicated that approximately six months post index procedure the patient presented with stent thrombosis in stents 2 through 5 as well as in-stent restenosis. The patient was treated with ptca. The site indicated that the following stents had in-stent restenosis: 2.25 x 8, 2.25 x 13, and 2.25 x 8.